Event description:
Patient presented with high lead impedance. Patient was referred for x-rays and the physician noted that the leads were intact, other than the proximal portion of the lead which was not able to be viewed as it was behind the generator. The x-ray has not been received or reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.